Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00143, 3012447612-2017-00144, and 3012447612-2017-00163.

Event description:
It was reported that two closure tops became damaged during final tightening within surgery. Both closure tops were being tightened utilizing the same extender sleeve then were damaged and subsequently removed. The third closure top to be placed at that location was tightened by hand without the use of the torque limiting handle and remains implanted. There were no reports of patient injury associated with this event. This is report two of three for this event.